Event description:
Initial reporter indicated to their manufacturing consultant that their handheld computer screen kept freezing. The computer contained 7.1 programming software. A hard reset and a soft reset were performed. A flashcard reinsertion was also performed. The screen displayed, frozen on error xq new application not installed. The product is at the manufacturer pending completion of product analysis.